Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was kinked approximately 74.5, 75.5, 76.0, and 79.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the catheter was kinked. If the lantern is forcefully advanced against resistance, damage such as a kink may occur. During functional testing, while attempting to advance a demonstration coil through a kinked catheter, resistance was experienced at the kink and the coil was unable to advance any further. The non-penumbra catheter was not returned for evaluation; therefore, the cause of the reported complaint was unable to be determined. The pod6 identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a lantern through a non-penumbra microcatheter with resistance. While advancing a pod6 through the lantern, the physician again experienced resistance; therefore, the pod6 and lantern were removed. The procedure was completed using the same pod6, a new lantern and fourteen additional coils. There was no report of an adverse effect to the patient.